Manufacturer narrative:
The unit has power but does not sound when in use with sensor pad and magnet. The unit was tested and found to have a faulty speaker. The speaker impedance is 9.46 kilo ohms when tested with a digital multi-meter, which is above the normal range and is the cause for the unit having no sound. This loss of functionality could lead to the alarm not sounding as intended, which could result in the alarm failing to alert the caregiver of a patient exit. The visual and additional findings revealed signs of excessive force and impact such as dropping or bumping that may have contributed to the reported issue. The unit is over 7 years old at the time of this report. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4).

Event description:
Customer reported that after doing multiple tests on the alarm, it is not sounding at all. The date the issue was discovered is unknown and no patient incident or injury was reported.